Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the fluroscopy fail error is showing. Upon troubleshooting, the fse checked the system and confirmed that the voltage supply was not proper. Hospital electrical person confirmed that it was due to input voltage issue, and it got rectified by the hospital electrical person. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device would not initiate fluoroscopy. The device was inside of clinical use at the time of the event. No harm was reported to philips.